Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, while advancing the enroute 0.014" guidewire, the guidewire buckled and a dissection was identified. An unplanned additional stent was placed to cover the dissection and the procedure was completed successfully with no further complications reported.